Event description:
Customer reported he received a new battery cap and he inserted a new battery, but his insulin pump is showing only one bar of battery life. Customer said he had a low of 70 mg/dl this morning due to exercising the night before and not being on the insulin pump. He treated with food. The battery did not last longer than a week. The device history showed a lost sensor alert for three hours today. During troubleshooting, customer received a failed battery test alarm. The battery compartment is corroded. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents. No unexpected low battery or failed battery test alarm noted. The device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The unit was received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot, scratched reservoir tube window and minor scratched lcd window.